Manufacturer narrative:
(B)(4)-product analysis: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was found to be torn. Evaluation revealed the up, down, and ok keypad buttons were intermittently responsive. There was evidence of keypad contamination found under all key contacts. Unrelated to the complaint, a battery crack was observed. There was evidence of moisture within the battery compartment and leak testing confirmed a battery compartment leak. Investigation revealed that the display screen was dim and discolored. There was no evidence of moisture on the pump¿s internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the up and down keypad buttons were under-responsive and the keypad cover was torn. It was reported the keypad response issue occurred prior to the damage. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.